Event description:
Customer alleged discrepant blood glucose results of 420 mg/dl and 155 mg/dl when testing was performed back-to-back, within 1 minute, on the aviva system. Customer stated she had no symptoms with these results. Customer took no treatment/action based on results. No adverse event was reported. A request was made for the return of the suspect device and replacement product was sent.